Event description:
The customer reportedly received the following results on the accu-chek compact plus system within 10 minutes: 76mg/dl, 215mg/dl, 76mg/dl and 119mg/dl. No reported actions taken. No adverse event reported. New system sent to customer and return requested.